Event description:
A pt reported they were seen in ER. Their meter allegedly would not power. The result on their meter was 118mg/dl. The result on the ER meter was 50mg/dl, 488mg/dl, and then after a while 285mg/dl. The time difference between pt's meter and ER meter was unk. Treatment was IV and a shot. No further info has been reported.